Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor smooth round moderate profile, 575cc saline prosthesis experienced bilateral emotional disorder/distress in regard to her implants postoperative. The patient reported that she does not have a deflation, but she is in fear of that and wish to have these replaced due to the risk of cancer and the recall. She is terrified to get an overdue mammogram examination due to the recall because of risk of rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Nonconformance's were identified during the mre and that the issue will be handled through mentor's quality systeme's. Reason for device explant and/or reoperation: na mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. FDA no: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 29, 2022, indicated the following: 1. Implant are not fitting like they were. One feels lower than the other. One by armpit. The shape does not look right. 2. Event year 2022. 3. Placement:submuscular/surgical approach:periareolar. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 18, 2023 indicated that the patient underwent removal and replaced with mentor gel on (B)(6) 2022. Patient is afraid to do mammograms due to the recall of saline devices. Reason for device explant and/or reoperation: emotional disorder/distress manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of removal updated to (B)(6) 2023. The patient initial updated to a.d. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 15, 2024 indicated that the patient experienced firm from over field saline implant, pain with activities of daily living, causing chronic skin breakdown due to sever bottoming out. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 28 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sal smooth rnd diap 575cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).